Manufacturer narrative:
Concomitant product(s): product ID: mc1vr01-delsys, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operation, the patient was found with tamponade from perforation. A pericardial puncture was performed. The physician suspected the incident was procedure related. The leadless implantable pulse generator (ipg) device remains in use.no further patient complications have been reported as a result of this event.